Event description:
It was reported that the reason for call was the patient wanted to know how to turn ins(stimulator) off for a surgery. During the call, the patient reports not being able to make adjustment both with or without antenna attached. The patient was using (B)(6) alkaline batteries and pp(patient programmer) had not been dropped. The programmer will not interrogate. No patient injury reported. It was later reported not being able to make adjustment both with or without antenna attached. The patient was implanted in 2010. The patient received a replacement icon programmer today and she was getting the poor communication screen. The programmer was not working with or without the antenna. The patient does not have a current neurostimulator doctor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
The programmer was not returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, programmer, product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v471354, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient 'battery was dead" and she needed to have it changed out. There was no symptom reported.